Event description:
Cleaned area with alcohol and waited to dry before attaching new sensor on. He applied pressure for 30 seconds before removing his hand to ensure it stays on, 1 came off within 2 days and the other 2 sensors came off within 1 day. He tried to reapply the sensor but wouldn't stay on.